Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 at 2 pm with blood glucose of 178 mg/dl. Customer has pump and it is not delivering, he keeps getting error message no delivery. Customer has taken out the battery and has not used the pump since then, he was unable to do any troubleshoot due to that, he was using manual injections since then. Customer's blood glucose at time of incident was 309 mg/dl, customer's current blood glucose is 202 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08760 inches. No excessive no delivery alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, stained end cap sticker, stained back address label and minor scratched lcd window.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.